Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in track wise cannot be conducted. (B)(4). The customer stated that there was no patient involvement.

Event description:
Case ID: (B)(4). Case status: open. Summary: (npi) watchdig error on 8015. (B)(4). Customer (B)(6) called in for help on 8015. Unit when power unit on he gets a red light by the system on button and it keep peeping and screen is black. The unit is unrestorable at this point and will have to come in for services repair. The error is call a watchdog error it has to with board on the unit. Customer will call back once he has a po# to get unit in for repair.